Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue being peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. The event can be detected by following the instructions for use (IFU) section: detection way is included in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera ii duodenovideoscope, there were loose tie-rods (angulation malfunction). There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material inside the light guide lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (loose tie-rods) was confirmed due to wear of the angle wire, the play of the right/left knob was out of the standard value. In addition to the foreign material in the light guide lens, addition evaluation findings were as follows: the air/water cylinder and the suction cylinder had discoloration, the scope connector cover plate was unclear, and there was corrosion around the forceps elevator. The device was reprocessed according to the instructions for use (IFU). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.